Event description:
It was reported that a mechanical valve was explanted on (B)(6) 2019 following an unknown implant period. Additional information confirmed this event did not involve an abbott manufactured device. No additional information is available.

Event description:
A mechanical valve was explanted on (B)(6) 2019 following an unknown implant time period. Additional information is requested.